Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the pump was alarming "occluded - patient side" and unable to get pump to infuse lipids. The clinician disconnected the tubing from the peripherally inserted central catheter (PICC) and infusion would not go. The pump reportedly would continuously alarm. There was patient involvement but unknown impact.